Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A company representative reported a quality-related issue was anonymously typed a search query on the website. The insulin pump reportedly alarmed with a button error and would not dispense insulin. Customer's blood glucose was not provided. No further information was available.